Event description:
The pt reported: she was "hospitalized multiple time for withdrawal". "When doctor went in to do the dye study, the doctor pushed the granuloma and it made all the meds go into her spinal fluid and she couldn't feel below her waist. Her blood pressure went from 60/30. She went unconscious and they had to intubate." She has "fallen many times and gone into coma". She has "had volume discrepancy once she had 13 ml left and should have 2 ml". The pump was used to deliver "morphine, bupivicaine, and versed". The timeline and relationship of the events were not reported. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
Catheter. The serial number is included in the range for the synchromed el pump motor stall due to gear shaft wear manufactured prior to 1999 physician communication (dated august 2007).